Event description:
Little metal chips came off from the shaver during the surgery this could not all be removed by washing out. Maybe the scope was lightly touched (not by force). Malfunction report form received indicates that only partial particulates were removed.

Manufacturer narrative:
Per engineering the returned blade was evaluated for shedding. The inner and outer assemblies were measured for dimensional conformance and it was observed that the inner blade was bent .0145". The blade tips were examined and indicates slight abrasion, but nothing out of the ordinary. There were some skiving marks along the length of the inner tube. The shedding likely emanated from this point due to the bend in the inner blade. No further investigation is warranted at this time. User interface contributed to event. (B)(4).